Manufacturer narrative:
Upon receipt of device, a new failure mode of tip break has been identified, thus constituting a new awareness date of the date the investigation results were received by stryker. The product was returned and the failure mode was confirmed. Visual inspection: the ceramic tip is broken off from the sheath. The broken off ceramic tip was not received with the device. The probable root cause for the broken off ceramic tip is likely due to dropping/banging of the device against a hard surface. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the tip of the unit has broken off.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the ceramic tip is broken off from the sheath. The broken off ceramic tip was not received with the device. The probable root cause for the broken off ceramic tip is likely due to dropping/banging of the device against a hard surface.in sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the the tip of the unit has broken off.